Event description:
It was reported the customer was experiencing high blood glucose of 540 mg/dl, treated by manual injection. Customer's mom she had to shut off the insulin pump because it kept alarming every five minutes sensor error. Customer's mother stated the customer is traumatized by the sensor. Customer has fainted due to insertion issues. Customer's mother stated that she had to put cold compresses on the customer's neck to keep her from passing out. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.